Event description:
The customer reported the system displayed a communication error message and thereby intermittently failed to fluoroscopy. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable, camera power supply, fluoro functions board, and uninterrupted power supply were replaced. The system was then found to be operating as intended.